Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (at 32 weeks gestation secondary to severe preeclampsia) in 2006, tonsillectomy, breast reduction, pre-eclampsia in 2006, placental disorder in 2006, fetal distress in 2006, emg in 2004, vaginal delivery (delivered a 7 pound 6 ounce viable female infant at term and the pregnancy was otherwise uncomplicated) on (B)(6) 1997, adenoidectomy, wisdom teeth removal, gravida ii and sinus operation. No known drug allergies. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, asthma, depression, anesthesia, actinic keratosis, allergic rhinitis, hypertrophy of breast, syncope, urine odour abnormal, tobacco user, instability vasomotor and alcohol use. Family history included hypertension (mother and father), skin cancer, attention deficit disorder (sibling), hyperactivity (sibling) and cyst breast (mother). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), menstrual disorder ("prolonged and abnormal menses"), dizziness ("dizziness/ lightheadedness"), pyrexia ("low grade fevers"), back pain ("severe back pain even when not menstruating"), hot flush ("hot flashes"), dyspareunia ("pain during intercourse"), migraine ("a worsening of her migraine headaches") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, menstrual disorder, dizziness, pyrexia, back pain, hot flush, dyspareunia, migraine and anxiety had resolved. The reporter considered abdominal pain lower, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, migraine, pelvic pain and pyrexia to be related to essure. The reporter commented: patient had essure inserted without complications. She underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were removed. As per medical records, on (B)(6) 2013, patient presented for postoperative visit 5 weeks status post total laparoscopic hysterectomy, she has no complaints, the pelvic pain and back pain she was experiencing prior to surgery was resolved, her skin incisions were healing nicely, no longer bother her. In fact at this point she really has no complaints, hence outcome of all events was updated as resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: full occlusion of fallopian tubes on (B)(6) 2009, after essure insertion procedure, on the right, there were three coils outside of the ostium. On the left, there were three coils outside of the tubal ostium. Anatomic pathology reports on (B)(6) 2013, clinical information: pelvic pain. Diagnosis: uterus (hysterectomy): cervix with scattered inflammation and squamous metaplasia. Uterus with a weakly proliferative endometrium. Fallopian tubes without significant histologic abnormality. Gross description: the specimen is received fresh and placed into formalin labeled "uterus", and consists of a 74 g hysterectomy specimen with attached bilateral fallopian tubes. The attached uterine corpus and cervix measures 8.2 cm cervix to fundus, 4.5 cm lateral to lateral and 3.8 cm anterior to posterior. The serosa is tan-pink purple congested, smooth to fibrous and focally disrupted. 'The ectocervical mucosa was tan-pink purple congested and smooth to focally granular measuring 3.6 x 3.3 cm. The os was slitlike measuring 0.6 cm in diameter. The specimen was bivalved revealing an endocervical canal (3.5 cm in length) with tan-pink red congested focally granular herringbone mucosa. The endometrium was tan, focally hemorrhagic, smooth and shiny measuring 3.5 ern in length x 3.1 cm cornu to cornu * 0.2 cm in thickness. There was a 2 cm in greatest dimension linear defect in the lower uterine segment (representing a possible c-section scar) measuring 4.5 cm from the external os. The myometrium is tan-pink and trabecular measuring 2 cm in maximum thickness. The 1g presumed right tortuous fimbriated fallopian tube measures 6.5cm in length * 0.3cm in diameter. The serosa was tan-purple, congested and dull. Sectioning reveal; a stellate lumen with a silver metallic coiled shaped sterilization device. The 1 g presumed tortuous fimbriated left fallopian tube measures 6 cm in length x 0.4 cm in diameter. The serosa was tan purple, congested and dull. Sectioning reveals a stellate lumen with a silver metallic coiled shaped sterilization device. Representative sections are submitted as follows: cassette designation: al presumed anterior cervix. A2 presumed posterior cervix. A3 and a4 presumed anterior endomyometrium including serosa (a3 area of defect). A5 and a6 presumed posterior endomyometrium including serosa (a6 area of defect). A7 presumed right fallopian tube. A8 presumed left fallopian tube. Jd. Microscopic description: sections through cervix reveal scattered areas of inflammation and squamous metaplasia. No definitive viral cytopathic effect, intraepithelial neoplasia or malignancy was seen. Sections through uterus demonstrate a weakly proliferative endometrium. No definitive cytologic atypia or malignancy was present. Sections through fallopian tubes demonstrate no significant histologic abnormality. The serosal surfaces appear unremarkable. Clinical correlation advised. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, back pain, dizziness, anxiety, migraine, dyspareunia, pelvic pain, pyrexia, hot flush. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Reporter¿s added, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Outcome of all events updated to resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating/pain: pelvic") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower segment caesarean section (at 32 weeks gestation secondary to severe preeclampsia) in 2006, tonsillectomy, breast reduction, pre-eclampsia in 2006, abruptio placentae in 2006, fetal distress in 2006, emg in 2004, gravida (delivered a 7 pound 6 ounce viable female infant at term and the pregnancy was otherwise uncomplicated) on (B)(6) 1997, adenoidectomy, wisdom teeth removal, gravida ii and sinus operation. No known drug allergies. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, asthma, depression, anesthesia, actinic keratosis, allergic rhinitis, hypertrophy of breast, syncope, urine odour abnormal, tobacco user, instability vasomotor, alcohol use, allergic rhinitis (cause unspecified), hypertrophy of breast, hypertension and migraine headache. Family history included hypertension (mother and father), skin cancer, attention deficit disorder (sibling), hyperactivity (sibling), cyst breast (mother) and hypertension. Concomitant products included ibuprofen and medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating/pain: lower abdominal"), menstrual disorder ("prolonged and abnormal menses"), dizziness ("dizziness/ lightheadedness"), pyrexia ("low grade fevers"), back pain ("severe back pain even when not menstruating/pain: lower back"), hot flush ("hot flashes"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("a worsening of her migraine headaches"), anxiety ("worsening of her anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), headache ("headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, menstrual disorder, dizziness, pyrexia, back pain, hot flush, dyspareunia, migraine and anxiety had resolved and the vaginal haemorrhage, urinary tract infection, headache and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, headache, hot flush, menorrhagia, menstrual disorder, migraine, pelvic pain, pyrexia, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: post essure removal: most symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. On (B)(6) 2009, after essure insertion procedure, on the right, there were three coils outside of the ostium. On the left, there were three coils outside of the tubal ostium. Anatomic pathology reports on (B)(6) 2013, clinical information: pelvic pain. Diagnosis: uterus (hysterectomy): cervix with scattered inflammation and squamous metaplasia. Uterus with a weakly proliferative endometrium. Fallopian tubes without significant histologic abnormality. Gross description: the specimen is received fresh and placed into formalin labeled "uterus", and consists of a 74 g hysterectomy specimen with attached bilateral fallopian tubes. The attached uterine corpus and cervix measures 8.2 cm cervix to fundus, 4.5 cm lateral to lateral and 3.8 cm anterior to posterior. The serosa is tan-pink purple congested, smooth to fibrous and focally disrupted. 'The ectocervical mucosa was tan-pink purple congested and smooth to focally granular measuring 3.6 x 3.3 cm. The os was slitlike measuring 0.6 cm in diameter. The specimen was bivalved revealing an endocervical canal (3.5 cm in length) with tan-pink red congested focally granular herringbone mucosa. The endometrium was tan, focally hemorrhagic, smooth and shiny measuring 3.5 ern in length x 3.1 cm cornu to cornu * 0.2 cm in thickness. There was a 2 cm in greatest dimension linear defect in the lower uterine segment (representing a possible c-section scar) measuring 4.5 cm from the external os. The myometrium is tan-pink and trabecular measuring 2 cm in maximum thickness. The 1g presumed right tortuous fimbriated fallopian tube measures 6.5cm in length * 0.3cm in diameter. The serosa was tan-purple, congested and dull. Sectioning reveal; a stellate lumen with a silver metallic coiled shaped sterilization device. The 1 g presumed tortuous fimbriated left fallopian tube measures 6 cm in length x 0.4 cm in diameter. The serosa was tan purple, congested and dull. Sectioning reveals a stellate lumen with a silver metallic coiled shaped sterilization device. Representative sections are submitted as follows: cassette designation: al presumed anterior cervix.. A2 presumed posterior cervix.. A3 and a4 presumed anterior endomyometrium including serosa. (A3 area of defect). A5 and a6 presumed posterior endomyometrium including serosa. (A6 area of defect). A7 presumed right fallopian tube. A8 presumed left fallopian tube. Jd. Microscopic description: sections through cervix reveal scattered areas of inflammation and squamous metaplasia. No definitive viral cytopathic effect, intraepithelial neoplasia or malignancy was seen. Sections through uterus demonstrate a weakly proliferative endometrium. No definitive cytologic atypia or malignancy was present. Sections through fallopian tubes demonstrate no significant histologic abnormality. The serosal surfaces appear unremarkable. Clinical correlation advised. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, back pain, dizziness, anxiety, migraine, dyspareunia, pelvic pain, pyrexia, hot flush. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. This case concerns 28 year old patient. Her demographics were updated. Her concomitant medication was added. Events: abnormal bleeding (vaginal, menorrhagia), uti (urinary tract infection), worsening anxiety, headaches and vaginal discharge. Post essure removal most symptoms resolved. On 27-feb-2018: her concurrent condition and family history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), menstrual disorder ("prolonged and abnormal menses"), dizziness ("dizziness/ lightheadedness"), pyrexia ("low grade fevers"), back pain ("severe back pain even when not menstruating"), hot flush ("hot flashes"), dyspareunia ("pain during intercourse"), migraine ("a worsening of her migraine headaches") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, menstrual disorder, dizziness, pyrexia, back pain, hot flush, dyspareunia, migraine and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, migraine, pelvic pain and pyrexia to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.